Manufacturer narrative:
The doctor stated that at the time of surgery, the uterus did not have any evidence of mechanical perforation, but a transmural type thermal injury into the fundal serosa and adjacent bowel was present. Doctor also indicated that according to the information presented to her, the patient likely suffered from a previously undiagnosed uterine hypoplasia of some form, as it was reported that the fundal myometrium was extremely and abnormally thin, which likely was the root cause of the reported adverse event. This scenario is described in the contraindications section of the minerva IFU which states: the minerva endometrial ablation system is contraindicated for use in a patient with any anatomic condition (e.g., history of previous classical cesarean section or transmural myomectomy, including hysteroscopic and/or laparoscopic myomectomy performed immediately prior to the minerva procedure) or pathologic condition (e.g., requiring long-term medical therapy) that could lead to weakening of the myometrium.

Event description:
It was reported that an uneventful minerva procedure was performed in a (B)(6) years old patient suffering from aub (e). Post-treatment hysteroscopy was performed. Evidence of adequate distention and ablation was present. The patient was discharged shortly after the procedure. Approximately 3 days later the patient went to the ER complaining of acute lower abdominal pain. CT-scan was performed, and free gas was seen. Bowel injury was suspected, and the patient was transferred to a different institution. Doctor stated that at the time of surgery, the uterus did not have any evidence of mechanical perforation, but a transmural type thermal injury into the fundal serosa and adjacent bowel was present. Doctor also indicated that according to the information presented to her, the patient likely suffered from a previously undiagnosed uterine hypoplasia of some form, as it was reported that the fundal myometrium was extremely and abnormally thin, which likely was the root cause of the reported adverse event.